Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the tibial component broke during surgery and metal fragments were detected in the wound. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. An evaluation of the device could only be partially done as only the metalic fragment that fractured was returned. Not the actual device. Therefore it is unclear where this metalic fragment originated from. The fragment displayed some rough edges. Sem analysis of the unknown metal fragment did not reveal any fracture features and its surface was totally smeared. Eds semi-quantitative elemental analysis of the metal fragment showed that it was consistent with ti-6al-4v alloy and not consistent with the tibial articulating surface inserter, which was made of 455 stainless steel. Eds analysis also showed elevated oxygen content on the metal fragment sample. The device history records were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.